Event description:
It was reported that the automatic mode switch episodes were noted remotely via transmitter. Upon review, the pulse generator exhibited far field r-wave oversensing. On (B)(6) 2017, the asymptomatic patient was brought into the clinic, and the device was reprogrammed successfully. The patient remained stable.